Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the remote monitoring network report showed right ventricular (rv) lead impedance was high and the lead trend showed low impedance and the patient had just been seen in the clinic a week prior for a device evaluation. This is an issue that has been seen previously where the network thinks that there has been a polarity witch when there has not. No patient complications have been reported as a result of this event.